Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was performed using a non-medtronic balloon. A post-implant bav was not performed. Additionally, if was reported that the first valve dislodged due to calcification on the native valve leaflet, and the patient was borderline for downsizing to a smaller valve. It was noted that the dcs did not interact with the valve. Prior to the implant of the valve while using a non-medtronic guidewire, the deployment starting point was at the bottom of the pigtail catheter. Prior to the dislodgement, the implant depth was -2 mm on the ncc and -3 mm on the lcc. It was further reported that the chb resolved during the procedure, and no permanent pacemaker was implanted. Clarification was received that reported two valves were implanted in the patient. The snare was used to assist with the delivery of the second valve by pulling up the first valve into the ascending aorta. The second valve was successfully implanted in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. D10. Safari guidewire (non-medtronic); product type: guidewire; implant date: na explant date: na. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: a medical safety assessment was performed. Upon review of the information provided, the primary event of valve dislodgement resulting in mild paravalvular leak (pvl) and snaring of the valve to the ascending aorta and placement of a 2nd valve, was assessed as likely related to the first fx valve and unlikely related to the first delivery catheter system (dcs). Of note the patient had significant calcium on the native valve leaflets and the patient was borderline for downsizing of the valve in which a smaller valve than recommended was used (26 mm valve for both implants). Also of note, the first valve was re-captured 4 times prior to final implant. The instructions for use (IFU) recommends "deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient." The adverse events reviewed in this medical safety assessment are known potential risks associated with the implantation of the fx valve. The reported harms and severities are documented in the r isk files and IFU. No further safety assessment is required at this time. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, and compliance of the aorta and native vessels. As reported, the valve dislodged due to calcification on the native valve leaflet, and the patient was borderline for downsizing to a smaller valve. However, this could not be confirmed from the information available. The reported complete heart block (chb) is a type of conduction disturbance. Conduction disturbances are known potential adverse effects per the device IFU, and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the transcatheter aortic valve (tav), as occurred in this case. Factors that may impact the development of conduction disturbances include baseline conduction defects and anatomical considerations. Pvl can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. The dislodgement is the most likely cause of the chb and mild pvl. However, with the limited information available, a conclusive cause could not be determined. This event does not indicate device misuse or malfunction. Monitor. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that a computed tomography (CT) scan was performed that revealed a short membranous septum and less calcification which contributed to the dislodgement. No additional adverse patient effects were reported.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, moderate calcification of the native aortic valve was observed. During deployment of the transcatheter valve, the valve dislodged repeatedly and was recaptured. During the 4th deployment attempt, the implant depth was considered appropriate at ¿ 5 millimeters (mm) on the non-coronary cusp (ncc). Subsequently, complete heart block (chb) was observed. It was decided to not implant the valve at that depth. During the 5th implant attempt, the valve was at a depth of ¿ 3 mm on the ncc. The valve was implanted. Subsequently, the valve dislodged 4 mm aortic. As a result, the final implant depth was ¿ 3 mm on the ncc and 0 mm on the left coronary cusp (lcc). It was suggested that since there was chb and mild paravalvular leak (pvl), that there was a risk in implanting a second valve, but the first valve should not be left in place. No improvement was observed. The physician decided to snare the first valve, so that a second valve could be implanted. Three attempts were made to snare the valve. The second valve was advanced through the aortic arch. Subsequently, the valve could not be implanted for an unknown reason. It was noted that it took too much time to place the second valve, so the valve was withdrawn from the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Concomitant medical product: product ID evolutfx-26; serial number: (B)(6) product type: 0195-heart valves; implant date n/a ; explant date: n/a product ID d-evolutfx-2329; lot number: 0011659459 product type: 0195-heart valves; implant date n/a ; explant date n/a product ID d-evolutfx-2329; lot number: 00 11659459 product type: 0195-heart valves; implant date n/a ; explant date n/a product ID l-evolutfx-2329; lot number: unknown product type: 0195-heart valves; implant date n/a ; explant date n/a product ID l-evolutfx-2329; lot number: unknown product type: 0195-heart valves; implant date n/a ; explant date n/a g2: the country of the event is jp product analysis: the valve remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Select patient information cannot be documented in the file due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5. Corrected data: b2. H6. Additional codes: imf/health impact code f2301 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that clarified that a smaller valve was used than what was recommended in the sizing chart for the transcatheter aortic valve replacement (tavr) procedure. Therefore, the anchoring of the valve was insufficient, and lead to an unstable valve following implant. No additional adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolutfx delivery catheter system (dcs), product ID: d-evolutfx-2329, lot: 0011659459, use by date: 2025-02-27, (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, moderate calcification of the native aortic valve was observed. During deployment of the transcatheter valve, the valve dislodged repeatedly and was recaptured. During the 4th deployment attempt, the implant depth was considered appropriate at ¿ 5 millimeters (mm) on the non-coronary cusp (ncc). Subsequently, complete heart block (chb) was observed. It was decided to not implant the valve at that depth. During the 5th implant attempt, the valve was at a depth of ¿ 3 mm on the ncc. The valve was implanted. Subsequently, the valve dislodged 4 mm aortic. As a result, the final implant depth was ¿ 3 mm on the ncc and 0 mm on the left coronary cusp (lcc). It was suggested that since there was chb and mild paravalvular leak (pvl), that there was a risk in implanting a second valve, but the first valve should not be left in place. No improvement was observed. The physician decided to snare the first valve, so that a second valve could be implanted. Three attempts were made to snare the valve. The second valve was advanced through the aortic arch. Subsequently, the valve could not be implanted for an unknown reason. It was noted that it took too much time to place the second valve, so the valve was withdrawn from the patient. No additional adverse patient effects were reported. Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was performed using a non-medtronic (inoue) balloon. A post-implant bav was not performed. Additionally, if was reported that the first valve dislodged due to calcification on the native valve leaflet, and the patient was borderline for downsizing to a smaller valve. It was noted that the dcs did not interact with the valve. Prior to the implant of the valve while using a non-medtronic (safari) guidewire, the deployment starting point was at the bottom of the pigtail catheter. Prior to the dislodgement, the implant depth was -2 mm on the ncc and -3 mm on the lcc. It was further reported that the chb resolved during the procedure, and no permanent pacemaker was implanted. Clarification was received that reported two valves were implanted in the patient. The scared was used to assist with the delivery of the second valve by pulling up the first valve into the ascending aorta. The second valve was successfully implanted in the patient. No additional adverse patient effects were reported. Additional information was received that clarified that a smaller valve was used than what was recommended in the sizing chart for the transcatheter aortic valve replacement (tavr) procedure. Therefore, the anchoring of the valve was insufficient, and lead to an unstable valve following implant. No additional adverse patient effects were reported. Additional information was received that a computed tomography (CT) scan was performed that revealed a short membranous septum and less calcification which contributed to the dislodgement. No additional adverse patient effects were reported.